Manufacturer narrative:
This report is submitted on january 7, 2019, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection and subsequently the device was explanted on (B)(6) 2018 and the patient was adminstered antibiotics (type and date not reported). The electrode array remains in situ. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on march 12, 2019.

Manufacturer narrative:
Correction: the device analysis report (dar) attached to follow-up (1) report was incorrect. The correct dar is now attached. This report is filed on may 30, 2019.